Event description:
An overinfusion of an unknown medication occurred during pt use. Tag on the pump read, "pump set to infusse 100 cc. Tpa over 2 hours. 50 cc rate vol 100 cc." There was no pt injury reported.